Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 03-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer was failed. A field service engineer inspected the high drawer in hardware test application (hta) mode and identified a pocket failure. The pocket was misrepresented as a 2x1 configuration instead of its actual 3x1 layout. Ejection was successful in hardware test application (hta) mode. A final test was performed tray and drawer responded correctly. All cabling and led indicators were checked and found to be in good working condition, with no error messages present. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by customer that when using the bd pyxis¿ medstation¿ es, half height drawer was failed. The customer stated that this malfunction caused delay in dispensing medication to patients. However, there was no adverse events or injuries reported based on this event.